Event description:
The user was implanted on (B)(6) 2024. Magnet retention force is insufficient despite skin flap <5mm, s-vector internal magnet and 5s rondo3 external magnet. The problem remains since activation. Relative orientation of internal and external magnet has been verified - magnet poles are aligned. Internal magnet is also rotatable. Different external magnets have been tested. The user was implanted on (B)(6) 2024. Magnet retention force is insufficient despite skin flap <5mm, s-vector internal magnet and 5s rondo3 external magnet. The problem remains since activation. Relative orientation of internal and external magnet has been verified - magnet poles are aligned. Internal magnet is also rotatable. Different external magnets have been tested.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Magnet retention force is insufficient despite skin flap <5mm, s-vector internal magnet and 5s rondo3 external magnet. The problem remains since activation. Different external magnets have been tested. Dl coil was tried and holds well, but also relatively weak. Currently the user is trying a sonnet 3, in the hopes to convince the user of a bte, to avoid a magnet exchange. The user is still using rondo and refuses to change to sonnet. The clinic considers a surgical exchange of the internal magnet despite internal recommendation to go for bte as a primary measure. However, no further information was received.

Manufacturer narrative:
Additional information: reportedly, the recipient experienced retention issues with rondo 3 magnet strength #5s. It is assumed that the lack of retention may be the result of an unfavorable combination of different circumstances including physiology and activity profile of the respective user as well as the own weight of the rondo 3 processor. Hence, the currently strongest available rondo 3 magnet might not be sufficient. With the use of a sonnet 3 system, no more retention issues were observed. However, the recipient prefers to use the rondo 3.